Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a nurse from (B)(6) peritonitis in a patient (age not reported) coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy (dose, frequency, and lot number not reported) via "(B)(4) swan neck peritoneal dialysis catheter" for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced (B)(6) peritonitis. Dianeal pd4 ambuflex therapy was ongoing. The event of eosinophilic peritonitis was not resolved. Medical history and concomitant medications were not reported. The nurse did not provide a statement of causality for the event of (B)(6) peritonitis.